Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (5.0 mg/ml at 0.2996 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient presented with tenderness around the reservoir on (B)(6) 2016. Examination revealed a large seroma encountered during the pump refill. Laboratory testing in which a culture of fluid drained from the seroma had no white blood cells or microorganisms. On (B)(6) 2016 bactrim was initiated as an intervention. The patient reported persistent discomfort around the reservoir with no fevers on (B)(6) 2017. Examination revealed serosanguinous fluid aspirated from the pump reservoir pocket. The serosanguinous fluid was aspirated from the pump reservoir pocket. The patient reported heat around the anterior of the pump site on (B)(6) 2017. Examination revealed tenderness over the anterior pump incision. A surgical observation on (B)(6) 2017 gave results of the pump not freely mobile in the pocket, no erythema, exudate or sign of infection. On (B)(6) 2017 a pump pocket exploration was performed. The pocket undermined medially and superiorly and the pump sutured back into same place. No actual pump modification occurred. On (B)(6) 2017 clear- to red-tinged fluid was aspirated from the pump pocket and an abdominal binder was prescribed. The outcome was noted as ongoing. The etiology was noted as unlikely related to the device or therapy and the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had nausea, vomiting, diarrhea after a pump refill on (B)(6)2017 the patient's pump was checked under fluoroscopy, on (B)(6)2017, with no problems found with the catheter. On (B)(6)2017, 12 ml of cloudy yellow fluid was aspirated from the seroma at the pump pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on (B)(6) 2017. It was noted that the tenderness around the pump pocket and seroma was noted during refill on (B)(6) 2017. The patient stated the pump has provided him with a significant amount of pain relief during office visit exam and no signs of seroma noted. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated there was no cause documented for the heat around the pump site. The concern about infection prompted the surgery, but during surgery no exudate, erythema or an sign of infection was noted.